Event description:
This device was returned with oos documentation from biotronik rep. Per oos, this lead became dislodged after the initial implant. It was repositioned and became dislodged again. The physician cut the insulation layer to remove the lead. This lead was replaced with setrox s 45.